Manufacturer narrative:
The patient had been on ECMO for a month prior to implantation. The patient was originally implanted in the bvad configuration on (B)(6) 2020. The clinic reported the death of the patient on (B)(6) 2020. Adverse event term: hemorrhagic cva.

Event description:
Berlin heart was informed by the clinic that a patient that was implanted in the bvad configuration suffered a hemorrhagic cva. The clinic informed us that the patient died on (B)(6) 2020 after the hemorrhagic stroke.